Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the screw is fractured away. There is biological debris on the returned device. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force or torsion to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl surgery, the biosure screw broke when placing it in the screwdriver, the tip of the implant was not open enough for the screwdriver to enter. The procedure was completed with no delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).